Event description:
It was reported that a patient experienced peritonitis manifested by fever and chills coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin (1 gram, every 3 days) ip for peritonitis. Seven days after the hospitalization, the patient was discharged from the hospital. The patient¿s outcome was not reported. Dianeal and extraneal therapies were ongoing. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2013, the patient experienced peritonitis. A review of all batch record documents was performed for potentially associated lot numbers gd895540 and gd895268 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.